Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Event description:
"To clarify the issue, after I inserted the catheter and removed the needle, the safety button appeared to be stuck. This prevented the needle from retracting fully into the safety housing as intended." Additional information: the event occurred on 05/05/2026.